Manufacturer narrative:
The issue was resolved for the customer by adjusting the brake tip to the proper position.

Event description:
It was reported via repair work order that the brakes were not holding. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the brakes were not holding. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.